Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. A review of the sterilization documentation for the explanted ipg was found to be satisfactory.

Event description:
A report was received that the patient underwent an ipg explant procedure due to redness at the ipg pocket site with possible infection.

Event description:
A report was received that the patient underwent an ipg explant procedure due to redness at the ipg pocket site with possible infection.